Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were a couple of deep scratches on her insulin pump screen. The patient's blood glucose at the time of incident is unknown; however, the customer had a recent blood glucose of 343 mg/dl. Troubleshooting was initiated for the scratches and the customer stated that the screen was difficulty to read, especially at night. The insulin pump otherwise was working as designed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.